Event description:
It was reported that ¿the patient underwent a tlif with cbt at l3-l4. After placing the implant via tlif, the screws were inserted with cbt and compression was given. Then, a screw inserted to left l4 broke through to the cranial side. The screw was removed and replaced. It was suspected that l4 vertebral body was split from entry point of lamina to the posterior side of the vertebral body where the pedicle screw broke through. The surgeon commented that (surgeon) gave too much compression force; might have tried too hard to create an appropriate lordosis with inserting cages into the posterior interbodies and giving compression force.¿ no additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.